Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer was ultimately able to fill the existing tubing and complete the fill tubing process. There was no reported impact to the customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support.